Event description:
A hospital in (B)(6) reported that an mr850 respiratory humidifier "showed unstable temperature display with alarm, and water in chamber was boiling." No pt consequence was reported.

Manufacturer narrative:
(B)(4). Our analysis of this complaint is still ongoing. We will submit a follow-up report upon completion of our investigation.